Event description:
It was reported that during the implant procedure, the atrial screw of the pulse generator failed to click into position. The screw displaced and could not be found. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found normal device characteristics.